Event description:
This report summarizes 10 malfunction events, where it was reported that there was an unintended height adjustment or cot drop. There were 7 events with patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
Upon further investigation of the final device, it was found that the device was only experiencing cosmetic damage, which is not reportable.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 11 malfunction events, where it was reported that there was an unintended height adjustment or cot drop. There were 7 events with patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 3 devices are still pending evaluation.

Event description:
This report summarizes 12 malfunction events, where it was reported that there was an unintended height adjustment or cot drop. There were 8 events with patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced cot was drifting down slowly, which is not reportable. 2 devices are still pending evaluation.

Event description:
This report summarizes 11 malfunction events, where it was reported that there was an unintended height adjustment or cot drop. There were 7 events with patient involvement; and 1 event where a patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 4 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 2 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error. 2 devices are pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported that there was an unintended height adjustment or cot drop. There were 8 events with patient involvement; and 1 event where a patient experienced pain.